Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis was shaking and beeping on admin log in page. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was shaking and beeping. The technical support specialist (tss) found the pyxis station stuck on the cfnapp page and logged in as cfnadmin. The pyxis was restarted through station config, and the customer confirmed that the normal pyxis screen was restored. The system functioned as intended after the technical support specialist (tss) resolved the issue.